Event description:
It was reported that when catheterizing a patient in an anesthesia recovery room, a nurse who had inserted a closed system foley catheter became concerned about a total lack of urine collection by the device in question after about fifteen minutes. The nurse then decided to remove the device, thinking it was an obstruction, and used another foley catheter that correctly collected urine. Afterwards, the nurse inspected the two catheters of the same reference and noticed a clear difference in the diameter of the proximal orifice allowing urine to be eliminated from the bladder. The offending device was removed by the nurse and there were no clinical consequences for the patient. Per follow up information received via ibc on 10dec2024, stated that the patient was not harmed, but there was a risk that the bladder would not be catheterized using the medical device indicated in the urinary catheterization. Without the watchful eye of nurse, the bladder catheterization would not have taken place under the right conditions. Their intervention was to change the catheter with a new one of the same reference. The catalog number of the defective product was scc226514 and the batch number ngjr1663. 1 defective unit was the subject of this material vigilance.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The potential root cause for this failure could be wrong product size selected, control panel circuiting problem, speed controller faulty, amplifier card faulty, drying parameters wrongly set, or incorrect material supplied. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. For prefilled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon, gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not re sterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness or death of the patient. Correction- d this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when catheterizing a patient in an anesthesia recovery room, a nurse who had inserted a closed system foley catheter became concerned about a total lack of urine collection by the device in question after about fifteen minutes. The nurse then decided to remove the device, thinking it was an obstruction, and used another foley catheter that correctly collected urine. Afterwards, the nurse inspected the two catheters of the same reference and noticed a clear difference in the diameter of the proximal orifice allowing urine to be eliminated from the bladder. The offending device was removed by the nurse and there were no clinical consequences for the patient. Per follow up information received via ibc on 10dec2024, stated that the patient was not harmed, but there was a risk that the bladder would not be catheterized using the medical device indicated in the urinary catheterization. Without the watchful eye of nurse, the bladder catheterization would not have taken place under the right conditions. Their intervention was to change the catheter with a new one of the same reference. The catalog number of the defective product was scc226514 and the batch number ngjr1663. One defective unit was the subject of this material vigilance.